Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation, there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact. And will be closed as no problem detected. Previous patient code (3191: other for ¿mesh weakened¿ and ¿mesh failure¿) was reported, based on the original complaint. And is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Records from (B)(6) 2007 through (B)(6) 2009; from (B)(6) , 2009 through (B)(6) 2011 were not provided. Patient information: medical history: diverticulosis, ventral hernia containing loops of small bowel, diabetes mellitus, (B)(6) 2009, glipizide, insulin, gastroesophageal reflux disease [gerd], morbid obesity, (B)(6) 2007, ¿very obese¿, (B)(6) 2009, 212 lbs., chronic anemia. Surgical procedures: on unknown date, cholecystectomy; on unknown date, hiatal hernia repair; on (B)(6) 2007, repair of ventral hernia with mesh. Implant: bard dule; on (B)(6) 2009, repair recurrent ventral hernia with mesh. Implant: gore® dualmesh® plus biomaterial; on (B)(6) 2011, ventral herniorrhaphy with mesh graft placement, removal of old mesh graft, j-p drain placement x 2, partial omentectomy, abdominoplasty, removing 280 square cm, umbilectomy. Implant: atrium c-qur/tacshield¿; on unknown date, removal of infected mesh, temporary barrier placed with wound left open; on (B)(6) 2011, removal of previous temporary barrier with pulse lavage irrigation, ventral herniorrhaphy with placement of permacol biological implants, j-p drain placemen. Relevant medical information: on (B)(6) 2007, inpatient hospitalization; on (B)(6) 2007, emergency department: ¿bulge left lower quadrant. Has been told that [sic] had a hernia. Intermittent for past (B)(6) weeks or more, per her husband. She states, pain is 5/10, much worse earlier, gradually improving. Was seen in cheboygan ed yesterday. Told had gastroesophageal reflux disease. Exam: abdomen; bowel sounds positive, soft. Does have ventral hernia, more in left lower quadrant, bulging resolved. It is reduced on palpation. Some tenderness when palpate area¿. On (B)(6) 2007, ¿second opinion as still having the bulge, getting worse. When she woke up this morning, it was the size of a baseball. Protruding at side of left abdominal wall. Was very painful. Upon exam, seems to be a hernia that has been reduced. Pain is 5/10. Abdomen: very obese, soft, tender to palpation left lower quadrant and left lower side just to the left of the umbilicus. I did not appreciate any kind of bulge at this time, the hernia has been reduced¿. On (B)(6) 2007, CT abdomen/pelvis: ¿there is a ventral wall hernia through the linea alba, containing loops of small bowel. This is quite large and it originates above the umbilicus, but extends below the level of the umbilicus eccentric to the left. There are no obviously strangulated loops of bowel observed. Postop changes seen left upper quadrant, as well as midpelvis. There are surgical clips seen in the gallbladder fossa from a previous cholecystectomy. Diverticulosis with no evidence of diverticulitis¿. On (B)(6) 2007, repair of ventral hernia with mesh. Implant: bard dulex ¿the previous midline incision was opened from the umbilicus to just below the xiphoid process. There was a large hernia sac present with multiple small hernias going into the subcutaneous fat in all directions. The patient had chronically thickened peritoneal sac. This hernia has been there a long time. The hernia sac was excised from the complete subcutaneous tissue. The thin stretched out fascia between the old prolene sutures was excised down to healthy fascia. This left a large defect. A piece of bard double-sided mesh was placed. The inert side was placed against the peritoneum and the rough side was placed in the subcutaneous tissue. The mesh was secured to the surrounding fascia and large bites of #1 prolene suture¿. On (B)(6) 2007, discharge summary: ¿evaluation in the ER with cat scan showing large amount of intestine in the abdominal wall consistent with large ventral hernia. After short post-op, (B)(6) was started on clear liquid diet, advanced to full liquid diet¿. Implant preoperative complaints: on (B)(6) 2009, history and physical: ¿was instructed to lose weight, actually gained 3 pounds. Current weight 212 pounds¿; on (B)(6) 2009, indication: ¿this patient has had prior abdominal surgery. She has had at least 1 hernia repair in the past. She has a protuberance in her epigastric region and a large recurrent ventral hernia¿. Implant procedure: repair recurrent ventral hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05672487, 10 cm x 15 cm x 1mm thick, oval]. Implant date: (B)(6) 2009 [hospitalization (B)(6) 2009]: description of hernia being treated: ¿the abdomen was prepped with chloraprep and draped in the usual sterile fashion. A vertical midline incision was made. It appeared that the previous mesh had pulled through or away from the right lateral abdominal wall fascia. There was a large hernia sac, which was removed. There was an approximate 5 to 8 cm gap between the abdominal wall on the right and the mesh, which was in the midline¿. Implant size and fixation: ¿with cleaning up the hernia sac and obtaining good fascial edges, using 31 prolene suture and a piece of gore dualmesh, the hernia defect was closed. On the left side, this was mesh-to-mesh suture line. The subcutaneous was closed with 2 layers of 2-0 vicryl and the skin was closed with staples¿. No post-operative records were provided. Explant preoperative complaints: on (B)(6) 2011, ¿this 56-year-old female presents with a symptomatic incarcerated ventral hernia. She presents here for repair¿. Explant procedure: ventral herniorrhaphy with mesh graft placement, removal of old mesh graft, j-p drain placement x 2, partial omentectomy, abdominoplasty, removing 280 square cm, umbilectomy. Implant: atrium c-qur/tacshield¿. Explant date: (B)(6) 2011 [hospitalization (B)(6) 2011]: ¿she was then prepped and draped in the sterile and usual manner. Following this, a midline incision was made through her prior incision, taken down to the subcutaneous tissues. As we dissected into the subcutaneous tissues, the hernia sac was identified. This was what was present on the CT scan. We continued the dissection down, exposing the hernia sac. This was dissecting down on the panniculus. Her previous mesh had separated from the inferior fascial edge. And the hernia sac was dissecting down below, onto the panniculus below and sandwiched above the mesh above on the inferior side of the mesh. In the process of doing this, I determined, we needed to expose the whole mesh and identify all the fascial edges. We extended the incision from the subxiphoid down towards the pubes [sic]. As we dissected the hernia sac, we identified the fascial edges on the inferior edge as well as the lateral edges, where the mesh was secured to the fascia. This was done on either side. In the center, near the umbilicus, on either side of the umbilicus, the hernia sac was adhered to the underside of the skin and the skin was dissected off, but this was a very thin part of the skin. Once the edges of the mesh were identified, as well as the fascial edges, we entered the hernia sac. There was bowel within the hernia sac. This was reduced in the abdominal cavity. There was also another, smaller ventral hernia on the left side of the edge of the mesh, with hernia sac protruding through this area. In addition, this mesh was secured as an inlay mesh, where it was secured to the edges of the fascia. There were actually some weakened areas all the way around the mesh in the upper part, where it appeared to be secured, but there were certainly weakened areas and potentials for other hernias to develop. Therefore, it was determined, that the mesh needed to be removed and this was removed completely. There were actually 2 pieces of mesh present from 2 prior surgeries. Once the mesh was completely removed, we measured the opening and it was about 20 cm vertically x 15 cm horizontally. Once we brought the edges together without tension, it was determined, that we would use the atrium c-qur mesh, which is a double layer mesh. This was placed with the mesh side up against the underside of the abdominal wall and the phospholipid side towards the bowel. This was placed over the bowel and omentum and tucked underneath the fascial edges circumferentially. This went back underneath the fascial edges on all sides by approximately 4-5 cm. At this point, utilizing 0 prolene suture, interrupted sutures were placed, going through the mesh up to the underside of the peritoneum and abdominal wall. This was secured in an interrupted manner all the way around circumferentially. Prior to securing this, the hernia sac was excised. At this point, the fascial edges were then secured to the top side of the mesh with no. 1 prolene suture in a running manner utilizing 4 separate running stitches of this in each of the 4 quadrants. Following this, the mesh was secured and intact. Irrigation was used. Cautery was used for hemostasis. There was a large opening in the subcutaneous tissue, due to the dissection of the hernia sac. There were also thin areas of skin on either side of the umbilicus. I decided to remove the thin skin. And therefore, doing an elliptical incision, removing edges from either side, we removed a total of 280 square cm. This was about 28 cm in length and 10 cm across. This was done in an elliptical manner. Following removal, two 10 flat j-p drains were placed on either side of the incision and secured with nylon suture. They were placed on top of the mesh 3-0 vicryl suture was used to plicate the space on the lateral side of each j-p drain to help obliterate some of the dead space. Following this, 2-0 vicryl suture was then used to approximate the subcutaneous tissues in the midline in a running manner, securing it to the mesh. This was done in 2 layers. In addition, 3-0 nylon suture was used to place vertical mattress sutures in the center, where this appeared to be slight tension, due to the fact that this was the area where the umbilicus was present. And we had to use slight tension to pull the skin edges together. There was not a great amount of tension. We elected to use the vertical mattress sutures in this area to help bring this together in a better manner. The umbilicus was also removed with the abdominoplasty. At this point, skin staples were then used to approximate the skin above as well, as below the nylon suture, as well as in between the nylon suture¿. On (B)(6) 2011, discharge summary: ¿admitted following, diet was increased, but on (B)(6) 2011 was having nausea consistent with ileus. Diet was backed down to full liquids and given a glycerine suppository. This resulted, in a few bowel movements and by (B)(6) 2011, her (B)(6) post-op day, was doing well. And having good bowel function¿. Relevant medical information: on (B)(6) 2011, history and physical ¿reason for admission: ventral hernia repair with mesh graft placement. History: previously, had a hernia repair, developed pseudomonas infection in the mesh. Required removal of the mesh. At that time, had a temporary barrier placed with wound left open. Has been convalescing in the extended care unit with IV antibiotics and wound dressings. Presents today for removal of the temporary barrier and placement of a biological mesh. Repeat cultures prior to her surgery indicated the pseudomonas had resolved. There was a light growth of staph epidermidis. Has been on IV vancomycin for the staph epidermidis, including cipro and fortaz for the pseudomonas¿. Removal of previous temporary barrier with pulse lavage irrigation, ventral herniorrhaphy with placement of permacol biological implants, j-p drain placement. Conclusions: it should be noted, that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. Medical records, that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include, but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur, but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified, that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number#: 05672487. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms, per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms, per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: other for ¿mesh weakened¿ and ¿mesh failure¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Records from (B)(6) 2007 through (B)(6) 2009 were not provided. Patient information: medical history: diverticulosis, ventral hernia containing loops of small bowel, diabetes mellitus, (B)(6)2009: glipizide, insulin , gastroesophageal reflux disease [gerd], morbid obesity, (B)(6)2007: ¿very obese¿, (B)(6) 2009: 212 lbs., chronic anemia. Surgical procedures: unknown date: cholecystectomy, unknown date: hiatal hernia repair , (B)(6) 2007: repair of ventral hernia with mesh. Implant: bard dulex, (B)(6) 2009: repair recurrent ventral hernia with mesh. Implant: gore® dualmesh® plus biomaterial, (B)(6) 2011: ventral herniorrhaphy with mesh graft placement, removal of old mesh graft, j-p drain placement x 2, partial omentectomy, abdominoplasty, removing 280 square cm, umbilectomy. Implant: atrium c-qur/tacshield¿ unknown date: removal of infected mesh, temporary barrier placed with wound left open. (B)(6) 2011: removal of previous temporary barrier with pulse lavage irrigation, ventral herniorrhaphy with placement of permacol biological implants, j-p drain placemen. Relevant medical information: (B)(6) 2007: inpatient hospitalization. (B)(6) 2007: emergency department: ¿bulge left lower quadrant. Has been told that [sic] had a hernia. Intermittent for past 2 weeks or more, per her husband. She states pain is 5/10, much worse earlier, gradually improving. Was seen in cheboygan ed yesterday. Told had gastroesophageal reflux disease. Exam: abdomen; bowel sounds positive, soft. Does have ventral hernia, more in left lower quadrant, bulging resolved. It is reduced on palpation. Some tenderness when palpate area.¿ (B)(6) 2007: ¿second opinion as still having the bulge, getting worse. When she woke up this morning it was the size of a baseball protruding at side of left abdominal wall, was very painful. Upon exam, seems to be a hernia that has been reduced. Pain is 5/10. Abdomen: very obese, soft, tender to palpation left lower quadrant and left lower side just to the left of the umbilicus. I did not appreciate any kind of bulge at this time, the hernia has been reduced.¿ (B)(6) 2007: CT abdomen/pelvis: ¿there is a ventral wall hernia through the linea alba, containing loops of small bowel. This is quite large and it originates above the umbilicus, but extends below the level of the umbilicus eccentric to the left. There are no obviously strangulated loops of bowel observed. Postop changes seen left upper quadrant, as well as midpelvis. There are surgical clips seen in the gallbladder fossa from a previous cholecystectomy. Diverticulosis with no evidence of diverticulitis.¿ (B)(6) 2007: repair of ventral hernia with mesh. Implant: bard dulex ¿the previous midline incision was opened from the umbilicus to just below the xiphoid process. There was a large hernia sac present with multiple small hernias going into the subcutaneous fat in all directions. The patient had chronically thickened peritoneal sac. This hernia has been there a long time. The hernia sac was excised from the complete subcutaneous tissue. The thin stretched out fascia between the old prolene sutures was excised down to healthy fascia. This left a large defect. A piece of bard double-sided mesh was placed. The inert side was placed against the peritoneum and the rough side was placed in the subcutaneous tissue. The mesh was secured to the surrounding fascia and large bites of #1 prolene suture.¿ (B)(6) 2007: discharge summary: ¿evaluation in the ER with cat scan showing large amount of intestine in the abdominal wall consistent with large ventral hernia. After short postop ileus was started on clear liquid diet, advanced to full liquid diet.¿ implant preoperative complaints: (B)(6) 2009: history and physical: ¿was instructed to lose weight, actually gained 3 pounds. Current weight 212 pounds.¿ (B)(6) 2009: indication: ¿this patient has had prior abdominal surgery. She has had at least 1 hernia repair in the past. She has a protuberance in her epigastric region and a large recurrent ventral hernia.¿ implant procedure: repair recurrent ventral hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05672487, 10 cm x 15 cm x 1mm thick, oval] implant date: (B)(6) 2009 [hospitalization (B)(6) 2009] description of hernia being treated: ¿the abdomen was prepped with chloraprep and draped in the usual sterile fashion. A vertical midline incision was made. It appeared that the previous mesh had pulled through or away from the right lateral abdominal wall fascia. There was a large hernia sac, which was removed. There was an approximate 5 to 8 cm gap between the abdominal wall on the right and the mesh, which was in the midline.¿ implant size and fixation: ¿with cleaning up the hernia sac and obtaining good fascial edges, using 31 prolene suture and a piece of gore dualmesh, the hernia defect was closed. On the left side, this was mesh-to-mesh suture line. The subcutaneous was closed with 2 layers of 2-0 vicryl and the skin was closed with staples.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2011: ¿this 56-year-old female presents with a symptomatic incarcerated ventral hernia. She presents here for repair.¿ explant procedure: ventral herniorrhaphy with mesh graft placement, removal of old mesh graft, j-p drain placement x 2, partial omentectomy, abdominoplasty, removing 280 square cm, umbilectomy. Implant: atrium c-qur/tacshield¿ explant date: (B)(6) 2011 [hospitalization (B)(6) 2011] ¿she was then prepped and draped in the sterile and usual manner. Following this, a midline incision was made through her prior incision, taken down to the subcutaneous tissues. As we dissected into the subcutaneous tissues, the hernia sac was identified. This was what was present on the CT scan. We continued the dissection down, exposing the hernia sac. This was dissecting down on the panniculus. Her previous mesh had separated from the inferior fascial edge and the hernia sac was dissecting down below, onto the panniculus below and sandwiched above the mesh above on the inferior side of the mesh. In the process of doing this, I determined we needed to expose the whole mesh and identify all the fascial edges. We extended the incision from the subxiphoid down towards the pubes [sic]. As we dissected the hernia sac, we identified the fascial edges on the inferior edge as well as the lateral edges, where the mesh was secured to the fascia. This was done on either side. In the center, near the umbilicus, on either side of the umbilicus, the hernia sac was adhered to the underside of the skin and the skin was dissected off, but this was a very thin part of the skin. Once the edges of the mesh were identified, as well as the fascial edges, we entered the hernia sac. There was bowel within the hernia sac. This was reduced in the abdominal cavity. There was also another, smaller ventral hernia on the left side of the edge of the mesh, with hernia sac protruding through this area. In addition, this mesh was secured as an inlay mesh, where it was secured to the edges of the fascia. There were actually some weakened areas all the way around the mesh in the upper part, where it appeared to be secured, but there were certainly weakened areas and potentials for other hernias to develop. Therefore, it was determined that the mesh needed to be removed and this was removed completely. There were actually 2 pieces of mesh present from 2 prior surgeries. Once the mesh was completely removed, we measured the opening and it was about 20 cm vertically x 15 cm horizontally once we brought the edges together without tension. It was determined that we would use the atrium c-qur mesh, which is a double layer mesh. This was placed with the mesh side up against the underside of the abdominal wall and the phospholipid side towards the bowel. This was placed over the bowel and omentum and tucked underneath the fascial edges circumferentially. This went back underneath the fascial edges on all sides by approximately 4-5 cm. At this point, utilizing 0 prolene suture, interrupted sutures were placed, going through the mesh up to the underside of the peritoneum and abdominal wall. This was secured in an interrupted manner all the way around circumferentially. Prior to securing this, the hernia sac was excised. At this point, the fascial edges were then secured to the top side of the mesh with no. 1 prolene suture in a running manner utilizing 4 separate running stitches of this in each of the 4 quadrants. Following this, the mesh was secured and intact. Irrigation was used. Cautery was used for hemostasis. There was a large opening in the subcutaneous tissue due to the dissection of the hernia sac. There were also thin areas of skin on either side of the umbilicus. I decided to remove the thin skin and, therefore, doing an elliptical incision, removing edges from either side, we removed a total of 280 square cm. This was about 28 cm in length and 10 cm across. This was done in an elliptical manner. Following removal, two 10 flat j-p drains were placed on either side of the incision and secured with nylon suture. They were placed on top of the mesh 3-0 vicryl suture was used to plicate the space on the lateral side of each j-p drain to help obliterate some of the dead space. Following this, 2-0 vicryl suture was then used to approximate the subcutaneous tissues in the midline in a running manner, securing it to the mesh. This was done in 2 layers. In addition, 3-0 nylon suture was used to place vertical mattress sutures in the center, where this appeared to be slight tension due to the fact that this was the area where the umbilicus was present and we had to use slight tension to pull the skin edges together. There was not a great amount of tension. We elected to use the vertical mattress sutures in this area to help bring this together in a better manner. The umbilicus was also removed with the abdominoplasty. At this point, skin staples were then used to approximate the skin above as well as below the nylon suture as well as in between the nylon suture.¿ (B)(6) 2011: discharge summary: ¿admitted following, diet was increased but on (B)(6) 2011 was having nausea consistent with ileus. Diet was backed down to full liquids and given a glycerine suppository. This resulted in a few bowel movements and by (B)(6) 2011, her 5th postop day, was doing well and having good bowel function.¿ relevant medical information: (B)(6)2011: history and physical ¿reason for admission: ventral hernia repair with mesh graft placement. History: previously had a hernia repair, developed pseudomonas infection in the mesh. Required removal of the mesh. At that time, had a temporary barrier placed with wound left open. Has been convalescing in the extended care unit with IV antibiotics and wound dressings. Presents today for removal of the temporary barrier and placement of a biological mesh. Repeat cultures prior to her surgery indicated the pseudomonas had resolved. There was a light growth of staph epidermidis. Has been on IV vancomycin for the staph epidermidis, including cipro and fortaz for the pseudomonas.¿ removal of previous temporary barrier with pulse lavage irrigation, ventral herniorrhaphy with placement of permacol biological implants, j-p drain placement. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05672487 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 9/10/2007 were not provided. 09/10/07: northern michigan regional hospital. Craig reynolds, do. Emergency department report. Cc: bulge left lower quadrant. Hx: has been told that had a hernia. Intermittent for past 2 weeks or more, per her husband. She states pain is 5/10, much worse earlier, gradually improving. Was seen in cheboygan ed yesterday. Told had gastroesophageal reflux disease. Exam: abdomen; bowel sounds positive, soft. Does have ventral hernia, more in left lower quadrant, bulging resolved. It is reduced on palpation. Some tenderness when palpate area. Ed course: does use a back brace which keeps ventral hernia in. I would, contact surgeon and potentially get repaired as she is having increasing difficulties with it. 09/10/07: mclaren northern michigan. Kristie frank, pa-c; andris kazmers, md. Consultation. Second opinion as still having the bulge, getting worse. When she woke up this morning it was the size of a baseball protruding at side of left abdominal wall, was very painful. Upon exam, seems to be a hernia that has been reduced. Pain is 5/10. Abdomen: very obese, soft, tender to palpation left lower quadrant and left lower side just to the left of the umbilicus. I did not appreciate any kind of bulge at this time, the hernia has been reduced. 09/10/07: northern michigan regional hospital. Radiology ¿ CT abdomen/pelvis. Reason for exam: ventral hernia. There is a hernia noted at midline, superior to umbilicus, contains loops of small bowel. This hernia does extend below the level of the umbilicus eccentric to the left. I do not see any evidence of strangulated bowel. Impression: there is a ventral wall hernia through the linea alba, containing loops of small bowel. This is quite large and it originates above the umbilicus, but extends below the level of the umbilicus eccentric to the left. There are no obviously strangulated loops of bowel observed. Postop changes seen left upper quadrant, as well as midpelvis. There are surgical clips seen in the gallbladder fossa from a previous cholecystectomy. Diverticulosis with no evidence of diverticulitis. 09/11/07: northern michigan regional hospital. Jeffrey b. Beaudoin, md. Operative report. Anesthesia: general. Indication: this is a 52-year-old female who has been having abdominal pain lately. She came to the emergency room. She has had previous gastroesophageal reflux surgery. CT scan showed a large amount of intestine in the abdominal wall consistent with a large ventral hernia. Pre/postop diagnosis: incisional ventral hernia. Operation: repair of ventral hernia with mesh. Procedure: ¿the patient went to the operating room. She was placed in the supine position on the operating room table. The abdomen was prepped with betadine and draped in the usual sterile fashion. The previous midline incision was opened from the umbilicus to just below the xiphoid process. There was a large hernia sac present with multiple small hernias going into the subcutaneous fat in all directions. The patient had chronically thickened peritoneal sac. This hernia has been there a long time. The hernia sac was excised from the complete subcutaneous tissue. The thin stretched out fascia between the old prolene sutures was excised down to healthy fascia. This left a large defect. A piece of bard double-sided mesh was placed. The inert side was placed against the peritoneum and the rough side was placed in the subcutaneous tissue. The mesh was secured to the surrounding fascia and large bites of #1 prolene suture. Two flat jackson-pratt drains were placed over the mesh. The subcu was closed in two layers of vicryl after irrigating the mesh. The skin was closed with staples. An abdominal binder was placed. The patient went to the recovery room in stable condition.¿ 09/11/07: northern michigan hospital. Implant record. Implants: bard® dulex® mesh. 18 cm x 24 cm x 1. 09/15/07: northern michigan regional hospital. Salvatore ang manno, pa-c; jeffrey b. Beaudoin, md. Discharge summary. Hx: surgical history of gastroesophageal reflux surgery. Evaluation in the ER with cat scan showing large amount of intestine in the abdominal wall consistent with large ventral hernia. After short postop ileus was started on clear liquid diet, advanced to full liquid diet. 08/11/09: mclaren northern michigan. Jeffrey b. Beaudoin, md. History and physical. [Illegible]. Was instructed to lose weight, actually gained 3 pounds. [Illegible]. Pmh: diabetes. Meds: plavix, glipizide, aspirin, novolog insulin. Wt 212 lbs. 08/11/09: mclaren northern michigan. Jeffrey b. Beaudoin, md. Operative report. Indication: this patient has had prior abdominal surgery. She has had at least 1 hernia repair in the past. She has a protuberance in her epigastric region and a large recurrent ventral hernia. Pre/postop diagnosis: recurrent ventral hernia. Operation: repair recurrent ventral hernia with mesh. Anesthetic: general. Estimated blood loss: minimal. Procedure: ¿the patient went to the operating room. She was placed in the supine position on the operating room table. The abdomen was prepped with chloraprep and draped in the usual sterile fashion. A vertical midline incision was made. It appeared that the previous mesh had pulled through or away from the right lateral abdominal wall fascia. There was a large hernia sac, which was removed. There was an approximate 5 to 8 cm gap between the abdominal wall on the right and the mesh, which was in the midline. With cleaning up the hernia sac and obtaining good fascial edges, using 31 prolene suture and a piece of gore dualmesh, the hernia defect was closed. On the left side, this was mesh-to ¿mesh suture line. The subcutaneous was closed with 2 layers of 2-0 vicryl and the skin was closed with staples. A 10-flat jackson-pratt drain had been placed on the patch. The patient tolerated the procedure well. The patient needs to lose weight or these will surely recur.¿ 08/11/09: northern michigan regional hospital. Implant sticker. Procedure: ventral hernia repair. Implants: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05672487. W.l. Gore & associates. The records confirm gore® dualmesh® plus biomaterial (1dlmcp03/05672487) was implanted during the procedure. 08/11/09: mclaren northern michigan. Ricardo ogando, md. Salvatore manno. Discharge summaries. [Illegible]. ??/??/11: [missing records: records for the CT scan identifying the hernia was not provided.] 07/26/11: cheboygan memorial hospital. Craig a. Duncan, do. Operative report. Pre/postop diagnosis: incarcerated ventral hernia. Name of operation: ventral herniorrhaphy with mesh graft placement, removal of old mesh graft, j-p drain placement x 2, partial omentectomy, abdominoplasty, removing 280 square cm, umbilectomy. Operative procedure & indications: this 56-year-old female presents with a symptomatic incarcerated ventral hernia. She presents here for repair. ¿the patient was brought to the operative suite. General anesthesia was administered. She was then prepped and draped in the sterile and usual manner. Following this, a midline incision was made through her prior incision, taken down to the subcutaneous tissues. As we dissected into the subcutaneous tissues, the hernia sac was identified. This was what was present on the CT scan. We continued the dissection down, exposing the hernia sac. This was dissecting down on the panniculus. Her previous mesh had separated from the inferior fascial edge and the hernia sac was dissecting down below, onto the panniculus below and sandwiched above the mesh above on the inferior side of the mesh. In the process of doing this, I determined we needed to expose the whole mesh and identify all the fascial edges. We extended the incision from the subxiphoid down towards the pubes. As we dissected the hernia sac, we identified the fascial edges on the inferior edge as well as the lateral edges, where the mesh was secured to the fascia. This was done on either side. In the center, near the umbilicus, on either side of the umbilicus, the hernia sac was adhered to the underside of the skin and the skin was dissected off, but this was a very thin part of the skin. Once the edges of the mesh were identified, as well as the fascial edges, we entered the hernia sac. There was bowel within the hernia sac. This was reduced in the abdominal cavity. There was also another, smaller ventral hernia on the left side of the edge of the mesh, with hernia sac protruding through this area. In addition, this mesh was secured as an inlay mesh, where it was secured to the edges of the fascia. There were actually some weakened areas all the way around the mesh in the upper part, where it appeared to be secured, but there were certainly weakened areas and potentials for other hernias to develop. Therefore, it was determined that the mesh needed to be removed and this was removed completely. There were actually 2 pieces of mesh present from 2 prior surgeries. Once the mesh was completely removed, we measured the opening and it was about 20 cm vertically x 15 cm horizontally once we brought the edges together without tension. It was determined that we would use the atrium c-qur mesh, which is a double layer mesh. This was placed with the mesh side up against the underside of the abdominal wall and the phospholipid side towards the bowel. This was placed over the bowel and omentum and tucked underneath the fascial edges circumferentially. This went back underneath the fascial edges on all sides by approximately 4-5 cm. At this point, utilizing 0 prolene suture, interrupted sutures were placed, going through the mesh up to the underside of the peritoneum and abdominal wall. This was secured in an interrupted manner all the way around circumferentially. Prior to securing this, the hernia sac was excised. At this point, the fascial edges were then secured to the top side of the mesh with no. 1 prolene suture in a running manner utilizing 4 separate running stitches of this in each of the 4 quadrants. Following this, the mesh was secured and intact. Irrigation was used. Cautery was used for hemostasis. There was a large opening in the subcutaneous tissue due to the dissection of the hernia sac. There were also thin areas of skin on either side of the umbilicus. I decided to remove the thin skin and, therefore, doing an elliptical incision, removing edges from either side, we removed a total of 280 square cm. This was about 28 cm in length and 10 cm across. This was done in an elliptical manner. Following removal, two 10 flat j-p drains were placed on either side of the incision and secured with nylon suture. They were placed on top of the mesh 3-0 vicryl suture was used to plicate the space on the lateral side of each j-p drain to help obliterate some of the dead space. Following this, 2-0 vicryl suture was then used to approximate the subcutaneous tissues in the midline in a running manner, securing it to the mesh. This was done in 2 layers. In addition, 3-0 nylon suture was used to place vertical mattress sutures in the center, where this appeared to be slight tension due to the fact that this was the area where the umbilicus was present and we had to use slight tension to pull the skin edges together. There was not a great amount of tension. We elected to use the vertical mattress sutures in this area to help bring this together in a better manner. The umbilicus was also removed with the abdominoplasty. At this point, skin staples were then used to approximate the skin above as well as below the nylon suture as well as in between the nylon suture. A sterile dressing was applied and she was then awakened, extubated, and taken to the pacu in stable condition following the procedure. Sponge, instrument, and needle counts were correct. Estimated blood loss was 50 ml.¿ gross pathology: this 56-year-old female presents with a large, incarcerated ventral hernia. She had a hernia sac dissecting down on the panniculus as well as above on the top side of the mesh of her previous repairs. The mesh had separated from the inferior attachments. This was an inlay mesh, where she actually had 2 separate surgeries with 2 separate meshes placed. After inspecting this, there were some questionable area on the upper part of the mesh where it was secured and, therefore, I elected to remove it completely and repair it with new mesh altogether to repair the area. She did tolerate the procedure well. No complications were encountered. 07/26/11: cheboygan memorial hospital. Operating room record. Specimen: omental adhesion. Mesh w/ ventral hernia sac. Portion of omentum. Skin, subcutaneous, umbilicus. C-qur/tacshield¿. Atrium medical corporation. 07/26/11: [missing records: a pathology report detailing analysis of the device removed during the 07/26/11 procedure was not provided.] 07/26/11: [missing records: a culture report detailing analysis of the specimens collected during the 07/26/11 procedure was not provided.] 07/31/11: cheboygan memorial hospital. Craig a. Duncan, do. Discharge summary. Final diagnosis: multiple incarcerated ventral hernias. Hospital course: admitted following, diet was increased but on 7/30/11 was having nausea consistent with ileus. Diet was backed down to full liquids and given a glycerine suppository. This resulted in a few bowel movements and by 7/31/11, her 5th postop day, was doing well and having good bowel function. ??/??/11: [missing records: a culture report indicating ¿pseudomonas infection¿ was not provided.] 10/11/11: cheboygan memorial hospital. Craig a. Duncan, do. History and physical. Reason for admission: ventral hernia repair with mesh graft placement. History: previously had a hernia repair, developed pseudomonas infection in the mesh. Required removal of the mesh. At that time, had a temporary barrier placed with wound left open. Has been convalescing in the extended care unit with IV antibiotics and wound dressings. Presents today for removal of the temporary barrier and placement of a biological mesh. Repeat cultures prior to her surgery indicated the pseudomonas had resolved. There was a light growth of staph epidermidis. Has been on IV vancomycin for the staph epidermidis, including cipro and fortaz for the pseudomonas. Exam: abdomen; soft, open wound with wet-to-dry packing. Impressions: ventral hernia with temporary barrier placed with previous mesh graft infection. Recommendations & plan: admission with surgery for placement of biological mesh and closure of her abdominal wound. 10/11/11: cheboygan memorial hospital. Craig a. Duncan, do. Operative report. Preop diagnosis: ventral hernia with previous mesh removal secondary to an infection with temporary barrier. Postop diagnosis: ventral hernia with previous mesh removal secondary to an infection with temporary barrier, ventral hernia. Name of operation: removal of previous temporary barrier with pulse lavage irrigation, ventral herniorrhaphy with placement of permacol biological implants, j-p drain placemen. Operative procedure: ¿the patient was brought to the operative suite. General anesthesia was administered. She was prepped and draped in the sterile and usual manner. Following this, the temporary barrier which was an IV bag, was then removed without difficulties. The previous suture which had secured that in was removed. She underwent pulse lavage irrigation throughout the whole wound. After three liters of irrigation, the wound was identified. The open area undermined was 15 cm transverse and 16 cm vertically. The bowel and the edges had peritonealized. It was difficult to identify where the fascia was but based on the prior experience, it was somewhere between the edge of granulation tissue to where the bowel was adhered to the sidewall fascia. The actual skin opening from skin to skin was 8 cm transversely and 21 cm vertically. The open area of the granulation tissue, the edges where the temporary barrier was, was 7 cm transversely and 12 cm vertically. At this point, it was determined that I was not going to try to dissect out any further as this had previously been done. I was concerned for getting into bowel injury. I was confident that there was at least fascia to these edges. Therefore, 1.5 mm thickness permacol was used and I utilized the 18 x 28 cm mesh and cut it to size. It was placed where we cut down to size by the 15 x 16 cm undermined opening. Utilizing 9 pds suture, it was sutured in an interrupted manner to the underside up into the fascia. It was done circumferentially. The mesh was cut to the appropriate size. Following this, the additional space and the undermining were also secured with 2-0 pds suture to obliterate the dead space. The edges of the granulation tissue, which was a hard scarred edge, was then secured with 0 pds suture in a running manner with running stitches in four quadrants. This sealed the mesh where it undermined underneath the granulation tissue and fascia. The actual opening with exposed mesh was 10 cm vertically and 6.5 cm transversely. Prior to this, the skin was undermined laterally on top of the fascia to have good skin approximation. Cautery was used for hemostasis. At this point, two stab incisions were made to place in the two 10 flat jackson-pratt drains which were placed in the subcutaneous tissues and the mesh. The skin was then approximated in the center by securing it together with deep subcutaneous tissues and also securing it to the mesh in a running manner. 3-0 vicryl suture was used for this. Following this, the skin was then closed with 2-0 nylon suture in an interrupted vertical mattress manner. The drains were secured with 3-0 nylon suture. The patient was then awakened, extubated and taken to post anesthesia care unit in stable condition following the procedure. Sponge, instrument and needle counts are correct. Estimated blood loss was minimal.¿ gross pathology: this 57 year old female presents with a ventral hernia. She previously had mesh removed due to an infection. She was treated with two weeks of IV antibiotics. She resolved the pseudomonas infection. The temporary barrier was removed and a biological implant which was a permacol mesh was placed as noted above. She did tolerate the procedure well. No complications were encountered. Two jackson-pratt were placed. She will recover on the floor and undergo another week or two of IV antibiotics. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, mesh weakened, mesh failure. Additional event specific information was not provided.